Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No evaluation has been performed as the reported issue was resolved via preliminary troubleshooting.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system became unresponsive when a new probe was introduced into the surgical field. The navigation system was restarted to restore functionality. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.